Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reports capsular contracture, baker grade unknown.

Event description:
Patient reports left side seroma, rupture, and pain. The device has been explanted. Treatment reported: capsulectomy via periareolar.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Clarification of events reported: seroma- late. Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed events of, rupture, discomfort, swelling, and "breast fluid accumulation" and "suggestive of abscess" per cytology.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. - rupture: no observed on the device - edema: unable to observe as it is a medical event that is not related to the device. - abscess: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided

Event description:
Patient reports left side seroma, rupture, and pain. Healthcare professional confirmed events of, rupture, discomfort, swelling, and "breast fluid accumulation" and "suggestive of abscess" per cytology. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . Reason for reoperation: rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports left side seroma, rupture, and pain. The device has been explanted.